Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be due to cardio pulmonary arrest. It was reported that the patient was hospitalized for an unrelated indication, prior to death. During hospitalization, the patient experienced a cardio pulmonary arrest and passed away. Therapy was ongoing; however the patient was not connected to the homechoice device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An external inspection revealed that there was a hole in the cover behind the door latch. An internal inspection revealed the hall effect switch was no longer attached to the cover. All other connections appear correct and secure. The device passed the homechoice rite (return instrument test/evaluation) electrical test and failed the homechoice rite functional test due to failing the door handle test. The device passed a simulated therapy, accuracy confirmation and temperature verification. The physical damage to the cover is unrelated to the reported difficulty. The device will be routed to the service area where the cover will be scrapped. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.